Event description:
It was reported that the patient had to charge the ipg frequently. It was also reported that the patient experienced unwanted stimulation in the bladder at night. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Additional information was received that the explanted ipg was discarded.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg frequently. It was also reported that the patient experienced unwanted stimulation in the bladder at night. The patient underwent an ipg replacement procedure.